Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. The receiver was charged and booted up successfully. Receiver download was retrieved and passed. A screen device information with battery life was performed and passed. A wiggle test was performed and passed. Functional testing was performed and passed. The receiver case was opened for internal visual inspection and passed. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction to the following statement in the follow up report 1: the log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed.

Event description:
The log was downloaded and the complaint is undetermined due to the overwritten data in the logs tab on the issue date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an unexpected receiver shutdown and an adverse event. The patient¿s husband reported the patient experienced severe hyperglycemia with a glucose of 1000 mg/dl and significant problems with blood glucose control. Paramedics examined the patient and took her to the hospital in an ambulance. She was admitted to the intensive care unit and was released from intensive care on (B)(6) 2019. At the time of contact, the patient had recovered and is in good condition. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.